Event description:
A customer reported error messages ¿4151 x-axis cup transfer x-axis home detection failure and 2151 hybrid arm /cup transfer cup pickup failure¿ on the aia-2000 analyzer. Prior to the call, the customer performed an all-set-home and restarted the analyzer, but the error persists. The customer also reported observing test cups laying inside the analyzer, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. Fse confirmed the complaint with the customer by reviewing the error log. While troubleshooting with the customer, the customer visually saw a test cup that possibly tipped over near the incubator ring and was trapped at the opening of the incubator ring cover. The customer removed the test cup and resolved the complaint. Fse could not determine the cause of the reported event. The customer validated the analyzer by successfully performing patient samples without and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 14aug2022 through aware date 14sep2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4151) x-axis cup transfer x-axis home detection failure. Cause: the home sensor failed to activate after the x-axis cup transfer x-axis moved toward the home position. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. (2151) hybrid arm /cup transfer cup pickup failure cause: the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event could not be established.